Event description:
It was reported that the buttons are no longer responding. The "up" arrow is reportedly especially unresponsive.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the 'up' and 'backlight' buttons are responding intermittently. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the event the screen was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.